Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; mother called the doctor. Doctor advised to continue with the sliding scale. There was no hospitalization. Customer condition improved.

Event description:
Consumer reported complaint for high blood glucose results. Grandmother is calling on behalf of the customer. The customer is concerned with results obtained of 544mg/dl. The expected fasting blood glucose test result range is 100 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 509 and 544mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 10/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1: 544 mg/dl date: (B)(6) 2016 time: 6:29amfasting, result 2: 509mg/dl date: (B)(6) 2016 time: 6:27pm fasting, result 3: 166mg/dl date: (B)(6) 2017 time: 9:32pm fasting, result 4: 294mg/dl date: (B)(6) 2017 time: 9:15pm fasting, result 5: 325mg/dl date: (B)(6) 2017 time: 9:15pm fasting. The customer is (B)(6). Grandmother is concerned that the meter is giving high results. Grandmother states that the daughter has another true metric meter at school that is reading within her expected range of 100-140mg/dl fasting. Customer tested her ketone while we were on the phone, the results was negative. Customer is concerned with the meter reading over 500mg/dl and will seek medical intervention because of the results. However, customer has no symptoms of high or low blood sugar at the time of this call.